Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a (B)(6) male patient in cardiac arrest, the device was unable to obtain an ECG signal. Complainant indicated that the clinician obtained another device (device model: x series, serial number: (B)(4)) to continue treating the patient to no avail. The clinician obtained another device (serial number unknown) to no avail. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction. Please reference medwatch report number 1218058-2016-00062 for the second report from the same patient event.

Manufacturer narrative:
The event electrodes were returned for evaluation and the customer's report was not replicated or confirmed. A thorough evaluation of the electrodes was performed and no assembly or performance issues were found. Based on the results, it was concluded there were no discrepancies with this sample electrodes. This is the first complaint of this kind for electrodes with this lot number. The customer was unable to provide a data file for evaluation. The customer received a replacement set of electrode pads. No trend is associated with reports of this type.